Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2026).

Event description:
It was reported that prior to surgical graft implantation procedure, patch was allegedly found opened. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard sauvage filamentous knitted polyester fabric was returned for evaluation. Package was noted to be unsealed. No other anomalies noted to the sample. Therefore, the investigation is confirmed for the reported unsealed device packaging as the packaging was noted to be unsealed. One photo was provided and reviewed. The photo shows the device packaging. The packaging was noted to be unsealed and the based on the provided photo, the reported unsealed device packaging issue can be confirmed. A definitive root cause for the alleged unsealed device packaging issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use precautions warns that the product is sterile unless the package is opened or damaged. Single use only. H10: d4 (expiry date: 09/2026), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to surgical graft implantation procedure, patch was allegedly found opened. There was no patient contact.